Event description:
Patient previously had 9/64" threaded steinman pin implanted for repair of fractured right shoulder. Salesman was informed that steinman pin had broken after surgery. Surgery was again performed on 8/11/92 by dr. To retreive broken pin and repair fracture. Broken steinman pin returned to zimmer, incdevice labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.